Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments and three inappropriate treatments. The device was started up at 23:07:19 on (B)(6) 2025. At 02:09:48 on (B)(6) 2025, an arrhythmia was detected. ECG shows nsvt transitioning to vt @ 230 bpm. At 02:12:22, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was vf. At 02:12:43, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was vt @ 220 bpm. At 02:13:17, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was vf. At 02:13:48, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was vt @ 210 bpm. At 02:14:22, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was nsvt transitioning to vt from 240-250 bpm/vf/fine vf. At 02:37:04, an arrhythmia was detected. ECG shows fine vf. At 02:38:16, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was fine vf. Post shock rhythm was asystole with tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:39:28, an arrhythmia was detected. ECG shows asystole. At 02:42:47, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 02:43:15, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with CPR/motion artifact. At 02:43:42, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with motion/tactile artifact. The electrode belt was disconnected at 02:43:49 on (B)(6) 2025.